Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a limb extension and aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 8.5 years post initial procedure, a type 1 (unknown origin) endoleak was reported. A re-intervention has been schedule. No further information has been provided but has been requested.

Manufacturer narrative:
Clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient; therefore, a device evaluation could not be performed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent graft, a limb extension and aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 8.5 years post initial procedure, a type 1(unknown origin) endoleak was reported. A re-intervention has been schedule. No further information has been provided but has been requested. Subsequent to the initial report, additional information was provided reporting that the pre-angiogram performed at the scheduled re-intervention no longer demonstrated a type I endoleak as the physician determined there was a type ii lumbar leak or endotension; therefore, re-intervention was not performed. It should be noted that a type ii endoleak is anatomy related and a non-device related failure concluding that this was a not a reportable event.